Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ilet with dexcom g7 experienced hyperglycemia while taking steroids, with cgm readings up to 251 mg/dl and a confirmatory fingerstick of 411 mg/dl; the user had announced a meal as a correction, received education on appropriate meal announcing, and subsequent readings trended down to 200 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was characterized as an adverse event without an identified device or use problem; an appropriate device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was hyperglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.